Event description:
It was reported by the patient that their insertable cardiac monitor (icm) device had been explanted because it had never performed as intended. No adverse patient effects were reported. This icm device has not been returned.

Manufacturer narrative:
Field g4 premarket/510k from section g all manufacturers, contains both documents k193473 & k210608 whose character limit prevented both entries from the field. Good faith effort attempts were made to try and retrieve the reason behind this device explant and device return status. As of today, requested information has been received. If information is provided in the future, a supplemental report will be issued.